Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that every time the physician came on ablation, there was noise that was seen on both the carto 3 system and recording system. The cable was replaced without resolution. When the catheter was removed from the body, it was observed that there was blood in the lumen. The catheter was replaced and the issue resolved. There was no patient consequence reported. Additional information was received. The signal interference was on all channels on both the carto and recording system. The physician had an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2024, observed reddish material and a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 30-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 23-apr-2024. The device evaluation was completed on 30-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. An electrical test was performed, and an open circuit was found in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise and foreign material issues reported by the customer were confirmed. The potential cause of the open circuit could not be determined and the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported blood in the lumen issue. In addition, the biosense webster inc. Analysis finding of the reddish material and a hole in the surface of the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported noise issue. Manufacturer¿s reference number: (B)(4).